Manufacturer narrative:
One fast- cath introducer was received for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During the procedure, air aspirated into the syringe when applying negative pressure following transseptal puncture. Additionally, blood was leaking from the hemostasis valve of the introducer during this time. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.